Event description:
It was reported that the patient developed ipsilateral monocular partial blindness requiring hospitalization. An enroute transcarotid neuroprotection system (nps) was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. It was reported that ten hours after a tcar procedure, the patient developed ipsilateral monocular partial blindness. Imaging results were negative and there was no large vessel occlusion (lvo) noted. The patient is currently hospitalized and is being medically managed.

Manufacturer narrative:
Investigation results: the device was not returned for analysis, as it was discarded. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for an enroute tc neuroprotection system plus device confirmed that the event of embolism/embolus and loss of vision are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".

Event description:
It was reported that the patient developed ipsilateral monocular partial blindness requiring hospitalization. An enroute transcarotid neuroprotection system (nps) was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. It was reported that ten hours after a tcar procedure, the patient developed ipsilateral monocular partial blindness. Imaging results were negative and there was no large vessel occlusion (lvo) noted. The patient is currently hospitalized and is being medically managed.